Event description:
Reportedly, during an implant attempt of the subject device, ventricular lead connection problems were incurred. It was indicated that clicking of the associated screwdriver was not confirmed. Another pacemaker was implanted instead. The associated lead was a non-sorin lead.

Manufacturer narrative:
(B)(4), 2012 this event concerns a device that was manufactured and used outside the united states. Analysis is pending.